Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap nephrectomy. Detailed description of event: facility: [name] hospital. Product was removed from package and introduced into surgery site. Upon deployment of retrieval bag, the metal ring broke (as shown in the image), surgeon was unable to close the bag and retrieve the specimen out. A 2nd piece was open to complete the retrieval. Additional information received via email (B)(6) 2022 from [name], [facility] sales and technical support. Images attached. Additional information received via email (B)(6)2022 from [name], [facility] team lead, surgical. The metal ring broke immediately upon deployment. The first inzii bag was removed from the patient via trocar. No pieces fell into the patient. Additional information received via email (B)(6) 2022 from [name], [facility] team lead, surgical. The metal ring broke while covered with the bag. Additional information received (B)(6) 2022 via email from [name], [facility] team lead, surgical. End user just replied that the metal support pierce through the bag. Product is not available for return. Patient status: no patient injury - patient status - nil. Type of intervention: a 2nd piece was open to complete the retrieval.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection of the photo could not confirm the complainant¿s experience. As the event unit was not returned and based on the photo provided, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [facility] incoming inspection po# (B)(4). This is a complaint from [facility] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: february 18, 2022. Please refer to the attachment file. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. Hairlike object in pouch - cfr73. Lot #1439907(1 ea.) Patient status: na (no patient involvement). Intervention: na (incoming inspection).